Event description:
It was reported that the dermatome was not taking grafts properly and that a second skin donor site was required to complete the procedure. No additional information was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.